Event description:
It was reported that the patient was experiencing ineffective stimulation. Diagnostic testing revealed both leads had migrated. As result, surgical intervention occurred on (B)(6) 2025 wherein the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.